Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and oversensing of t waves within the atrial blanking period. The right ventricular (rv) lead exhibited increased counts to the sensing integrity counter (sic) and undersensing of r waves during ventricular tachycardia (vt). The ra and rv lead remain in use. No patient complications have been reported as a result of this event.